Event description:
A user facility reported that an intraocular lens (iol) had a fiber found on it. Patient impact is unknown. Additional information ahs been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to FDA on: 10/24/2008.